Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen transmitter light is intermittently dark. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply. There was no reported impact to blood glucose.